Event description:
The patient reported she was unable to establish communication between the ipg and charging system and lost stimulation approximately a week ago. The sjm representative attempted troubleshooting and was unable to resolve the issue. Follow-up identified the patient wants the scs system explanted. Consult with the physician is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.